Event description:
The reporter reported that at 5:00 pm on (B)(6) 2011, the pt obtained the blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl). At that time, the pt experienced no symptoms of high or low blood glucose levels. The pt corrected his blood glucose level by taking insulin via a syringe. At 12:00 am midnight, his blood glucose level was 179 mg/dl. Troubleshooting revealed there were no issues with the infusion site. A review of the pump's history revealed that on (B)(6) 2011 at 12:38 pm, the pt took a bolus dose of 0.5 units insulin, instead of his usual dose for 100 g carbohydrates of 5.0 units. The pt refused to further troubleshoot the pump. There was no evidence the pump did not deliver insulin accurately. The pt programmed an incorrectly low bolus dose, and afterwards obtained elevated blood glucose levels, therefore, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The ez bolus program was found to be calculating correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.